Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, although the timing cannot be confirmed, the ventricular perforation was attributed to manipulation of a non-edwards guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After completion of a successful transfemoral tavr case, an echo was performed upon which it was noticed that a pericardial effusion had occurred on the lateral side of the heart. It was thought to be caused by a possible wire perforation in the left ventricle. The patient was monitored for 15 minutes in the operating room (o.r.) And another echo was performed; the effusion had not changed. It was decided to keep the patient intubated, transfuse a unit of blood, move to ICU and repeat the echo throughout the day with continual monitoring. The event was attributed to possible wire perforation in the lv by the amplatz extra stiff wire. No other intervention was required. The patient was discharged two days following the procedure. It is unclear if an edwards device was on the wire as the perforation was not noticed until all devices were removed and echo was performed.